Event description:
The patient reported a recent increase in seizures and pain to left axilla near generator incision site. She had recently moved and had been lifting boxes. Lead impedance within normal limits and battery status was noted to be near end of service-yes, so still would be able to provide the programmed therapy. The patient's generator was replaced due to battery depletion. Product return isn't expected per hospital policy